Event description:
It was reported that on (B)(6) 2023, a 25mm navitor transcatheter aortic valve replacement was chosen for implantation utilizing an unknown flexnav delivery system. Before the surgery began, the patient presented with right bundle branch block. During placement of the navitor, the delivery system came in contact with the septum, resulting in complete atrio-ventricular block (cavb). The implantation depth of the navitor was adjusted via re-sheathing, but the cavb did not resolve. The navitor was implanted of a depth of 1mm and resulted in a worsening of the heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A temporary pacemaker was implanted. No permanent pacemaker was implanted and the patient was reported to be discharged.

Manufacturer narrative:
An event of av block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Information from the field indicated that the patient had right bundle branch block before surgery, and that the delivery system came into contact with the muscular septum during valve placement, which resulted in complete av block. It was additionally noted that the valve was implanted at a depth of 1mm to the non-coronary cusp and there was no calcification extending beneath the aortic annular plane. Based on all available information, the heart block appears to be related to procedural conditions (interaction between anatomy and device). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.